Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain regarding an external device. The reason for call was pt reported that on friday ((B)(6) 2021) they noticed that their implant battery and controller battery were not depleting like they normally do. Pt said that their controller battery was staying at 100%. Pt said that they usually charge their implant everyday and when they go to charge their implant, their implant battery is somewhere around 30-40% and after charging their implant to 100% their controller battery depletes to 70-80%. Pt said that they charge their controller after charging their implant and their implant charging sessions are usually 45 min to an hour. Pt said that they did notice on friday that their spine was starting to hurt, but pt said that they currently had pain relief. The pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt plugged controller into ac power supply without battery pack inserted and the controller powered on. Pt then inserted the battery pack while still plugged into the controller and the controller was blinking green. Pt said that their controller battery was at 100% and their implant battery was at 60% and their simulation was on. Pt said that this was odd, because before today (the past 3 days) the implant battery had not depleted and now the implant battery was at 60%. Pt saw no visible damage to the recharger (rtm) but said the rtm cord where the cord meets the paddle may be a little loose. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received. Pt called and reiterated details of case. Pt said their controller displayed the ins charge at 100% and the controller charge at 100% even though the pt used their therapy and did not charge their ins since yesterday; controller would not display any depletion in the percentage of the ins charge even though the pt's ins typically depleted down to below 30% each day. Pt mentioned the implanting healthcare provider (hcp) discharged them to work with a manufacturer representative (rep) when they visited their implanting hcp (pt did not give a time frame on this meeting with implanting hcp). Pt said they had not acted on following up on the physician listings yet. A replacement controller was sent to the patient. Pt called back stating they were having issues while trying to pair the new controller. Pt stated the screen went blank then saw a warning screen stating to call the manufacturer (system problem or software problem, but couldn't tell what it said because between the warning icon and the contact manufacturer message were fuzzy lines). Pt attempted to complete a reset but the battery pack broke apart when trying to remove it from the new controller. Pt confirmed the controller powered on with just the power cord/outlet. No symptoms or patient complications were reported. A replacement battery pack was sent to the patient. Additional information was received. It was reported that the patient got the new battery, but his controller is still not working. When patient initially called, he had a blank screen on the controller. The pt removed the battery and plugged the controller in and this allowed the controller to turn on. The patient then started a recharge session, and he got excellent quality with the controller battery at 100% and neurostimulator at 90%. The patient was then instructed to tap on the "x" so he can get to the therapy screen, but the touch screen was not responding. The top on/off button was not working either. The patient tapped on the "stop" charge button, but that didn't work either. Reset of the controller again didn't resolve touch screen issue. A replacement controller was sent to the patient. The pt called back the next day ((B)(6) 2021) and stated that they received the replacement controller, and they were able to pair it with their implant. The pt said they got to the point in pairing where they plug in the recharger and they see th e same issue, with the controller and ins both showing 100% battery charge. Pt said that they don't think it is the controller that is the issue, but the recharger. Pt said they haven't charged their implant for over a week, and previously, they had to charge every day. On the call, the pt unlocked the screen and confirmed that stimulation was off; the pt was directed to turn stimulation on. Pt confirmed seeing group b, and checked that stimulation was on in program 1 (intensity set at 2.7). Pt got upset, wondering how the stimulation was turned off, as they did not do that with previous controllers. Pt requested replacement recharger to rule out all equipment issues. Pt said their back is aching quite a bit, and confirmed that it was due to not charging the implant. It was reviewed that if the replacement recharger does not address the issue, the pt should follow-up with their healthcare provider and manufacturer representative to check the implant. A replacement recharger was sent to the patient.